Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of the product and the product was found to have met all specifications prior to shipment. The sample was discarded at the user facility, so it was not returned for evaluation. The results of the evaluation is inconclusive and the root cause is unk. The application represent an off-labeled use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the physician used the basilic vein as the sheathless approach to the cephalic vein. He used a 0.035 wire without incident, as the tracking anatomy was not tortuous or calcified and he did not meet with resistance while tracking to the target lesion. He was not able to deploy the stent once at the intended site. When the device was removed, the catheter showed signs of stress at the point of connection with the touhy. He used another stent graft, same size, for a successful procedure and there was no reported injury to the patient.